Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer needed to press the wake button multiple times before the pump screen turned on. Customer¿s blood glucose levels ranged from 100 (mg/dl) to the 200 (mg/dl) ranged. Reportedly, customer continued to use the pump for insulin therapy and had manual injections available.